Manufacturer narrative:
The device evaluation did not reveal any component failure. The bottom cover was refitted. The review of previous complaints revealed that the bottom cover may detach when the ceiling lift is hit by any object (wall/ any obstructions on the way of transfer, rough movement along the rail, etc.). The instructions for use dedicated to maxi sky 2 (001-15698-en) warns: "before transferring a patient, make sure there are no obstacles in the transfer path". In summary, there was no evidence that the maxi sky 2 was used to transfer the patient. The device¿s cover detached which indicates the device did not meet its specifications. The complaint decided to be reportable due to bottom cover detachment.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report. The date of event is the estimated date.

Event description:
According to the reported information, the bottom cover of the maxi sky 2 ceiling lift detached. There was no indication that the lift was used to transfer the patient at that time. No injuries were reported.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided upon conclusions of the investigation.